Event description:
The consumer reported, while brushing, the circular portion of the brush broke off and the rotating screw hit her tooth. Her dentist reported that her tooth had been fractured as a result of the brush.

Manufacturer narrative:
Since consumer has not returned the product to date, we are unable to determine at which location this particular product was made. Conclusions code - other: consumer has not returned product to date, therefore, it could not be evaluated and no conclusions can be drawn.